Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error followed by a prime rewind alarm on her insulin pump, during basal and bolus delivery attempts. Her blood glucose was 13.2 mmol/l. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was unable to complete the rewind sequence. The insulin pump was stated not to have been dropped and the drive support cap appeared normal, and was not pressed while she was connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.